Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-sep-19 reported that there was no record of any alarms or pump malfunctions for this patient. The hcp stated that the patient has had recent re-programmings and interrogations, but the office was not made aware of any errors/malfunctions. The hcp stated that the patient felt like they were not getting medication the way they should be and were not feeling good, but they noted that catheter access port (cap) access came back normal, an magnetic resonance imaging (MRI) was performed and granuloma was ruled out, and they were planning on bringing the patient in sooner to remove the clonidine from the pump. The hcp stated that his next refill was scheduled in (B)(6) 2017, but they were moving it up to (B)(6) 2017 to change the medication. The hcp confirmed that telemetry performed on (B)(6) 2017 showed that elective replacement indicator (eri) was at 45 months at that time. It was indicated that it was unclear which pump these allegations were referring to, and the hcp further confirmed that there was no current battery issue, and that the office had no indication that there was ever a problem with the patient's pump. No further complications were reported/anticipated. (Note: this report conflicts with the previous reported information where it was reported the catheter was clogged and then unclogged when dye was pushed through , the catheter could not be aspirated, and the patient was experiencing withdrawal and no pain management.)

Manufacturer narrative:
Other relevant components include: product ID 8703w lot# l50970 serial# implanted: (B)(6)1998 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and unknown morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient was having problems with their pump. It was noted that the patient's catheter was clogged. It was noted as a gradual change in therapy/symptoms. The healthcare professional (hcp) attempted to aspirate the catheter, but could not. The patient stated the hcp pushed through radiopaque dye to put the dye through the catheter to unclog it as well as look for the leaks, of which there was none. The clog cleared and gave the patient and immediate epidural, which numbed them from the nipples down for over 5 hours. The patient noted after that they did not remember anything, but thought they must have run into other complications, but would not provide an further information. It was later reported that the pump never alarmed. It was reviewed the pump does not alarm for catheter issues. The patient stated there was no way medication was leaving the pump and asked if the pump alarmed for back pressure. It was noted the pump will not alarm for back pressure either. The patient was experiencing no pain management and withdrawal. It was noted that the patient also had a "full blown case of pneumonia, which occurred on (B)(6) 2017 or (B)(6) 2017." It was noted that the morphine was about 1mg every 24 hours, the bupivacaine was about 5mg every 24 hours, and clonidine was about 5mg every 24 hours, but "was not too sure on this one." The patient inquired if clonidine was approved as the patient never had issues with the catheter until clonidine was put in the pump. It was reviewed that clonidine was not on label. The patient inquired about a procedure they read online. The patient was redirected to their hcp to discuss. The patient requested locator listings which were provided. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.